Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with right lower quadrant and groin pain. Subsequent, CT revealed the tip of the filter ends at approximately the l1-l2 level that was below the level of the renal veins. All the struts protrude through the walls of the ivc into surrounding tissues. The majority of the struts were consistent with grade 2 perforations. One of the struts posteriorly at the 6 o¿clock position partially invades the anterior bony margin of the upper l3 vertebral body. Two of the struts were in close proximity to the aorta. The strut at 6 o¿clock was consistent with grade 3 perforation. Therefore, the investigation is confirmed for the perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the six filter struts perforated through ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.